Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9 (device available for eval), g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. 3 good faith efforts (gfe's) was performed to get additional details about service and part replacement. As of now, the investigation shall be closed now. If any new information received, the complaint will be reopened and update it.

Manufacturer narrative:
Updated fields: b4, d9, e1(initial reporter, event site email), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse found intermittent displaying low helium at power up. Re-calibrated both high and low pressure tank transducers. Found slight leak when reconnecting gas bottle. Replaced regulator. Powered up numerous times, no helium alarms seen. All tests carried out and seen to pass.completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
Due to character limitation in e1 for event site name, event site name - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) had low helium. There was no patient involvement.